Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited no sensing. Upon review, right atrial lead dislodgement was noted. During the revision procedure, it was noted that the implantable cardioverter defibrillator migrated due to improper suturing causing the lead to become dislodged. The device was repositioned and the right atrial lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.